Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The patient presented with bi-lateral iliac disease. The physician decided to treat with two visi-pro stents. The stent in the right iliac was successfully deployed. The visi-pro stent on the left successfully deployed, but the balloon would not deflate. The visi-pro stent was delivered through a 6f sheath on the patient left side. The physician used an .035 wire and predilated with a 9.0 mm balloon. The stent crossed the lesion on the left iliac, was the balloon was inflated to nominal pressure for 30 seconds but it would not deflate completely. The balloon was stuck, inflated at 3 to 4 atmospheres. The physician stated the balloon did not deflate completely because there was not enough saline in the contrast. After multiple attempts to deflate the balloon, the physician pulled the sheath and partially deflated the balloon out of the common femoral artery at the same time. No patient adverse event was reported and the access site was closed with a 6f angioseal.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.